Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set had leaked during a demonstration. The nurse tried to inject a solution, via syringe, into the distal y-site and the set leaked. The leak occurred between the distal y-site and the tubing that was connected to the y-site. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow up report will be followed.